Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had failed the oxygen sensor calibration. The ventilator was not in use on a patient at the time the event occurred. The covidien service engineer (se) inspected and verified the issue reported, the se replaced the oxygen sensor. The unit passed all testing and operated within the manufacturing specifications.